Event description:
The customer reported that the shock feature was not working. No adverse pt impact was reported.

Manufacturer narrative:
(B)(4): a f/u report will be submitted once the investigation is complete.